Event description:
On 10/23/96 a balloon was inserted at 8pm. 8 hours later blood was noticed in tubing. Balloon was removed and another iab was inserted. On 10/26 blood was noticed in the catheter tubing. Catheter was difficult to remove and had to be removed surgically. Hosp will not release sample until pt is released.